Manufacturer narrative:
Follow-up #1 date of submission 06/30/2016-product analysis: the device was returned and evaluated by product analysis on 06/17/2016 with the following findings: two battery compartment cracks were observed during evaluation. Moisture was observed with the battery compartment. Leak testing revealed a battery compartment leak. No further moisture ingress was observed on the pump¿s internal components. Unrelated to the complaint, the bolus button cover was found to be damaged. A bolus button leak was revealed during leak testing. A bolus button response issue was not observed. A pump case leak located at a pump case crack was observed. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing: battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.